Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 3.0 x 38 mm xience alpine, 3.0 x 12 mm xience alpine, 2.5 x 18 xience alpine. There was no reported device malfunction and the product was not returned. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of myocardial infarction is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. (B)(4).

Event description:
It was reported that a patient presented with angina and had four (4) xience xpedition stents (3.0 x 38 mm, 3.0 x 12 mm, and two 2.5 x 18 mm) implanted was re-admitted to the hospital less than 30 days from the implant date. The initial procedure date was (B)(6) 2015 and the re-admission date was (B)(6) 2015. The patient presented with abnormal EKG/ECG and had a non-st elevated myocardial infarction (nstemi), which was treated by balloon angioplasty. No additional information was provided.